Manufacturer narrative:
It was reported to abbott, a rep was unable to connect to a patient¿s ipg. The rep reported the patient had hernia surgery and did not set the device to surgery mode. When the patient got home, they used their patient controller (pc) to restored therapy. The ipg was operable. The issue was resolved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient had an unrelated procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. A recovery function was executed by an abbott representative, ipg was reset, and the ipg was successfully recovered, and therapy was restored.